Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and she experienced high blood glucose of 481 mg/dl. The customer changed the infusion set and treated with a bolus. During troubleshooting, insulin did not exit the tubing during prime and the customer felt greater than normal resistance with the plunger push. Blood glucose at the time of the call was 173 mg/dl. No issues were found during troubleshooting for high blood glucose. The customer declined to check the cannula and perform the high pressure test. The customer was advised to change the infusion set and reservoir.